Manufacturer narrative:
The stellar device was received by the (B)(6) investigation site in (B)(4) for an extensive engineering investigation. A review of the data recorded in the device memory shows that a patient disconnection occurred on the day of the incident followed by several technical alarms which triggered for three hours without user interruption. There is no information available on why the circuit disconnection was being ignored. The service and functional tests determined that the device was operating to specification. Based on all available evidence, there is no information to suggest that the stellar device was involved in the patient death. (B)(4).

Event description:
It was reported to (B)(6) that a hospital patient using a stellar device passed away.